Event description:
It was reported that the patient was not getting adequate pain relief and underwent a spinal cord stimulator (scs) replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6) batch/lot number: 19312009 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70 serial number: (B)(6) batch/lot number: 18066347 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4) model number/catalog number: sc-2366-70 serial number: (B)(6) batch/lot number: 18117698 model/catalog description: linear 3-6 lead 70 cm unique identifier (UDI) #: (B)(4) model number/catalog number: sc-2366-70 serial number: (B)(6) batch/lot number: 18117698 model/catalog description: linear 3-6 lead 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-25 serial number: (B)(6) batch/lot number: 19655469 model/catalog description: lead extension kit 25cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-25 serial number: (B)(6) batch/lot number: 19655469 model/catalog description: lead extension kit 25cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-25 serial number: (B)(6) batch/lot number: 19624091 model/catalog description: lead extension kit 25cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-25 serial number: (B)(6) batch/lot number: 19624091 model/catalog description: lead extension kit 25cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was not getting adequate pain relief and underwent a spinal cord stimulator (scs) replacement procedure. Additional information was received that all explanted components will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 19312009, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 18066347, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #:(B)(4), model number/catalog number: sc-2366-70 , serial number: (B)(6), batch/lot number: 18117698, model/catalog description: linear 3-6 lead 70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2366-70, serial number: (B)(6), batch/lot number: 18117698, model/catalog description: linear 3-6 lead 70 cm, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-3138-25, serial number: (B)(6), batch/lot number: 19655469, model/catalog description: lead extension kit 25cm, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-3138-25, serial number: (B)(6), batch/lot number: 19655469, model/catalog description: lead extension kit 25cm, unique identifier (UDI) #: ((B)(4), model number/catalog number: sc-3138-25, serial number: (B)(6), batch/lot number: 19624091, model/catalog description: lead extension kit 25cm, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-3138-25, serial number: (B)(6), batch/lot number: 19624091, model/catalog description: lead extension kit 25cm, unique identifier (UDI) #: (B)(4).